Event description:
Serious injury involving one person. Patient was diagnosed with corneal ulcers in both eyes associated with extended wear use of focus night and day. Despite advice to discontinue wear of lens following initial diagnosis, the customer continued to wear lenses. A second ulcer was diagnosed in the right (superior to the pupil, the initial ulcer was inferior to the pupil). At follow-up appointment improvement was noted in the condition of the right eye and the ulcer in the left eye (mid-peripheral 4 o'clock position) had almost resolved, with no staining with fluorescein but some opacity remaining. The contact lens practitioner did not prescribe medication and did not refer the customer to an ophthalmotogist or general practitioner.